Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges severe pain, discomfort, inflammation, limited range of motion, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Update: 3/4/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update 2/2/16 pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported fatigue, malaise, groin pain, instability, increased ions and grinding/squeaking. Revision surgical report noted metal debris and grayish tissue. Lab results for metal ions were greater than 7 parts per billion. Stem added to complaint for increased metal ions. The complaint was updated on: feb 26, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear/metallosis and elevated metal ions which was previously reported. Added firm name, revision hospital, and updated the event date. Updated the received date. (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.